Manufacturer narrative:
H3:product analysis:mr8-7td1520, item: 10, lotno:0228173257 no conclusion can be drawn. Device evaluation anticipated but not yet begun. Product analysis:mr8-7td1520, item:10, lotno: 0229635192 no conclusion can be drawn. Device evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-7td1520, serial/lot #: (B)(6), ubd: 30-sep-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool broke. No patient impact reported. Additional information regarding the event was being followed-up. On follow up, it was confirmed with the health care professional that there was no patient or staff impact, the type of procedure was being performed when the event occurred was bone perforation, there is 5 mins of delay in the surgical procedure to replace the device, fragments did not fall inside the patient, status of the patient after the operation is in good condition.

Manufacturer narrative:
H3: product analysis- mr8-7td1520, pli-10, lot no: 0228173257: evaluation of the device determined tools were returned broken at the same approximate location, about 3/4 from the tool tip. The fracture face was planar and perpendicular to the tool stem. No discoloration was noted on either side of the fracture. The most likely root cause is side pressure was applied to the tool while it was not spinning and embedded in bone. Product analysis- mr8-7td1520, pli-20, lot no: 0229635192: evaluation of the device determined tools were returned broken at the same approximate location, about 3/4 from the tool tip. The fracture face was planar and perpendicular to the tool stem. No discoloration was noted on either side of the fracture. The most likely root cause is side pressure was applied to the tool while it was not spinning and embedded in bone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.